Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument was used four times on gastric tissue. The fifth was reloaded and placed back on the universal surgical manipulator (usm). The arm was in position to open, and the unit froze. It would not open to place on tissue. The sureform 60 stapler instrument was pulled out and the surgeon asked for a new stapler to be opened. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the stapler was being used on gastric tissue, specifically the fundus of the stomach. The issue did not occur after a fault or error. The jaws opened on the prior reload, the reload was changed and put back on the arm. When the surgeon went to open the stapler to clamp more tissue, the device would not open. The instrument was taken out, and another stapler was used to finish the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. A visual inspection found no damage. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument moved intuitively with full range of motion in all directions. Logs showed no errors; the instrument was fully functional. No product issue was found.